Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2011. The sample has been requested, but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that at the beginning of the procedure, the device insulation became detached and stuck to patient tissue. The material was removed and another device was used to complete the procedure without incident. There was no patient injury.